Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarm noted during testing. The pump was received with broken battery tube threads, a cracked reservoir tube lip, a cracked case near the display window corners, a cracked display window, and a missing end cap sticker.

Event description:
It was reported the insulin pump alarmed button error and the buttons were unresponsive. Customer's blood glucose was 6.4 mmol/l. The device was not dropped, bumped, or exposed to fluids. Customer was advised the device need to be replaced. The device is not returning for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.